Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was not moving smoothly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported from the (B)(6) that during evaluation of the small battery drive device, it was determined that the device would not run, and the electrical control unit (ecu) was damaged. It was noted that the handpiece had a defective controller, the coupling head was worn out, and the trigger did not move smoothly. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function and check the attachment coupling. It was noted in the service order ¿article defect¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.